Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, breathing allergies, shortness of breath, fatty liver, and almost choked. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, breathing allergies, shortness of breath, fatty liver, and almost choked. Medical intervention was not specified. New information was received from the patient reporting a heart attack, myocarditis, hormone changes, atelectasis in both lung bases, pain in lungs, collapsing lungs, significant cough, constant coughing fits, shortness of breath, can smell/taste blood and has yellow/green mucus. Patient required an x-ray and is still under the care of a medical practitioner.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the product UDI, related coding fields, and date received by mfg. The manufacturer previously reported: "the manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, breathing allergies, shortness of breath, fatty liver, and almost choked." And "new information was received from the patient reporting a heart attack, myocarditis, hormone changes, atelectasis in both lung bases, pain in lungs, collapsing lungs, significant cough, constant coughing fits, shortness of breath, can smell/taste blood and has yellow/green mucus. Patient required an x-ray and is still under the care of a medical practitioner." It was also noted that the device was required to be sent to the manufacturer's product investigation lab (pil). The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.